Event description:
Was:it was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy with biopsy procedure performed on (B)(6), 2010. Should be:it was reported to boston scientific corporation that two radial jaw 4 biopsy forceps was used during a colonoscopy with biopsy procedure performed on (B)(6), 2010. Was:the physician then used a radial jaw 3 biopsy forceps to biopsy an adjacent site. Significant bleeding occurred and adrenaline was administered to stop the bleed. The procedure was completed with this radial jaw 3 biopsy forceps. Should be:the physician then used a radial jaw 4 biopsy forceps to biopsy an adjacent site. Significant bleeding occurred and adrenaline was administered to stop the bleed. The procedure was completed with this radial jaw 4 biopsy forceps.

Manufacturer narrative:
Patient ID and patient weight are unknown (B)(6) - intervention required to stop the bleed. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of 2 devices used during the same procedure. Refer to manufacturer report # 3005099803-2010-04992, for the other associated device information. It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy with biopsy procedure performed on (B)(6) 2010. According to the complainant, during the procedure a radial jaw 4 biopsy forceps was used to biopsy a fold in the proximal colon distal to the caecum. As the forceps were being withdrawn, the mucosa surrounding the site started to tent upwards resulting in mucosal tears and a partially removed flap. Significant bleeding and swelling occured and the patient developed a hematoma at the site. Adrenaline was administered to stop the bleed. The physician then used a radial jaw 3 biopsy forceps to biopsy an adjacent site. Significant bleeding occurred and adrenaline was administered to stop the bleed. The procedure was completed with this radial jaw 3 biopsy forceps. The patient was observed and the patient's condition was reported to be fine. The patient was discharged later that night.